Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a wound culture was taken on (B)(6) 2018 and two different speciation were seen. Purulent drainage was noted and deep infection involving old right ventricular assist device cannula, mrsa and enterococcus infection associated with cardiac device. Recommended to discontinue bactrim and amoxicillin and start daptomycin. Patient has small amount of greenish drainage. No further information was provided.